Event description:
It was reported there was a catheter revision. During an unrelated surgical procedure (spinal fusion), the catheter was cut and needed repair. When the catheter was unintentionally spliced during the procedure, the healthcare provider (hcp) clamped the catheter to ensure that drug would stay in the catheter, to prevent a lapse in therapy. The splice was reconnected with a single connector catheter piece. The splice and repair of catheter occurred at the spinal segment outside of the intrathecal space. The patient had no symptoms related to the event. The patient was to be in the hospital for "several days" following the procedure. To the reporter's knowledge, the patient recovered without incident. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).